Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. The ventilator was investigated on site by our field service engineer. The nozzle units for the air and o2 gas modules were found to be defective. The nozzles were provided by the customer and replacing both nozzles solved the issue. The ventilator passed all functional and safety tests to factory specifications and was cleared for clinical use. The nozzle units were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).